Event description:
Customer reported receiving erratic readings on their freestyle light blood glucose monitor. Customer reported receiving readings of 15 mg/dl and 32 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note: for freestyle meters any reading below 20 mg/dl is reported by the meter as "lo". In this particular case, customer reported receiving a reading of 15 mg/dl so that is the reading being reported.